Manufacturer narrative:
(Report 4 of 9). Manufacturing and inspection records were reviewed, and no anomalies were found. The two returned 2.3mm x 18mm locking cortical screw (part number co-t2318-s, batch number 591149), the two 2.3mm x 20mm locking cortical screw (part number co-t2320-s, batch number 579179), the acu-loc® 2 vdr plt std r (part number 70-0357-s, batch number 589120), the 3.5mm x 16.0mm cortical screw (part number co-3160-s, batch number 499881), the 3.5mm x 16.0mm locking cortical screw (part number col-3160-s, the batch number 575800), the 3.5mm x 18.0mm locking cortical screw (part number col-3180-s, batch number 484748), and the 2.3mm x 14mm locking cortical screw (part number co-t2314-s, batch number 567209) were examined visually under magnification. The returned plate had four 2.3mm screws embedded in the distal row, all four of which were broken nearly perpendicular to the long axis of the screws. The broken shafts of those screws were also returned and exhibited the same perpendicular breakage as observed on the portion of the screw remaining in the plate. The remaining 2.3mm screws embedded in the plate were measured to determine the location of fracture. Each of the other returned screws not embedded in the plate showed some sign of damage as well. The 3.5mm cortical screw (nonlocking) showed signs of scratches and wear on the head. The two 3.5mm locking cortical screws showed signs of stripping on the transitional threads and the first few shaft threads, where the edges of the threads were flattened and shiny. The 2.3mm locking screw that was returned not embedded in the plate also showed slight signs of wear including slight thread stripping below the head where the anodization color had worn away and the threads were deformed and shiny. It is possible that the removal process, which is difficult due to bony ongrowth, may have led to some of the signs of wear and deformation observed on the screws. It is not possible to know if any of this damage was due to implantation versus removal. The returned acu-loc 2 plate showed some slight wear with scratches across the surface of the plate. It is possible that a postoperative incident of extreme loading caused the breakage of the screws that remain embedded in the plate. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received.

Event description:
(Report 4 of 9). It was reported during surgery that multiple screws broke. A re-surgery was scheduled for (B)(6) 2024. The screws will be returned after the extraction surgery. There was no other information provided. There are 9 related report numbers for this event 3025141-2024-00610 - 3025141-2024-00618.